Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that customer's endocrinologist recommended customer change carb ratio from 1:6 to 1:5. The nurse mistakenly changed the setting to 1:50; however, customer noticed the error when attempting to bolus the following morning. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, customer successfully changed carb ratio to 1:5.